Event description:
A fresenius field service technician (fst) was called onsite after a user facility area technical operations manager (atom) reported that the solenoid valve on a 2008t machine has a case that is melted and cracked down the middle. The service confirmation completed by the fst confirms the atom's initial allegation stating that the solenoid valve casing was melted with a split in the middle and the interior shows signs of fluid. The wire harness had heat damage to the leads where the connection is made to the valve. It was also reported that smoke was produced. The solenoid valve was replaced in response to reported issue. The fst reported that there is no heat damage on any of the circuit boards, distribution board, or the power supply. The atom also reported that the internal o-rings in the valve water compartment were worn which was confirmed by the fst during machine repair. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a solenoid valve was returned to the manufacturer for physical evaluation. The complaint sample is not labeled as having belonged to this specific machine. The complaint sample was returned disassembled and signs of thermal damage were present. The valve is cracked and deformed (melted). An internal inspection shows signs of fluid leaks and corrosion. The attached wire harness also has thermal damage and frayed wires. Due to the returned condition, the complaint sample was not unable to be tested. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation performed by the manufacturer was able to confirm the reported issue.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility area technical operations manager (atom) reported that the solenoid valve on a 2008t machine has a case that is melted and cracked down the middle. The service confirmation completed by the fst confirms the atom's initial allegation stating that the solenoid valve casing was melted with a split in the middle and the interior shows signs of fluid. The wire harness had heat damage to the leads where the connection is made to the valve. It was also reported that smoke was produced. The solenoid valve was replaced in response to reported issue. The fst reported that there is no heat damage on any of the circuit boards, distribution board, or the power supply. The atom also reported that the internal o-rings in the valve water compartment were worn which was confirmed by the fst during machine repair. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility area technical operations manager (atom) reported that the solenoid valve on a 2008t machine has a case that is melted and cracked down the middle. The service confirmation completed by the fst confirms the atom's initial allegation stating that the solenoid valve casing was melted with a split in the middle and the interior shows signs of fluid. The wire harness had heat damage to the leads where the connection is made to the valve. It was also reported that smoke was produced. The solenoid valve was replaced in response to reported issue. The fst reported that there is no heat damage on any of the circuit boards, distribution board, or the power supply. The atom also reported that the internal o-rings in the valve water compartment were worn which was confirmed by the fst during machine repair. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
(Plant investigation - typographical error made in the sentence "due to the returned condition, the complaint sample was not unable to be tested.") Plant investigation: a solenoid valve was returned to the manufacturer for physical evaluation. The complaint sample is not labeled as having belonged to this specific machine. The complaint sample was returned disassembled and signs of thermal damage were present. The valve is cracked and deformed (melted). An internal inspection shows signs of fluid leaks and corrosion. The attached wire harness also has thermal damage and frayed wires. Due to the returned condition, the complaint sample was not able to be tested. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation performed by the manufacturer was able to confirm the reported issue.